Manufacturer narrative:
Passive planar probe was returned to the manufacturer for analysis. Analysis found that with the markers attached and fully seated, the returned probe displayed a high geometry error but a good divot error (passed verification). The support arms were bent which caused the high geometry error. The investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the passive planar probe was bent. There was no patient present when this issue was observed.